Event description:
During a planned surgery to remove pins and implant a nail it was reported that surgical time was delayed when the pin broke between the threads in middle of the femur im canal, blocking the im canal. Broken threads were removed from the patient using screw extractor and the nail was implanted.

Manufacturer narrative:
(B)(4)